Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
H6- correction of patient code from 2330 to 1994.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced discomfort at the ipg site, due to losing weight. As a result, to address the issue patient¿s ipg was moved from the right to the left side. To another location. Reportedly, patient has no discomfort.